Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for closure during a colonscopy procedure performed on (B)(6) 2025. During the procedure, upon deploying the clip, the knob completely broke off of the handle. The handle broke into two pieces. The clip was unable to initially release from the catheter. The clip eventually released after shaking the catheter multiple times. The procedure was completed with the original device. There were no patient complications reported as a result of this event.